Event description:
It was reported that the health care professional (hcp) requested technical services (ts) review of some pacemaker mediated tachycardia (pmt) episodes for this patient with this cardiac resynchronization therapy defibrillator (crt-d) system. Ts noted one episode appeared to be atrial tachycardia the max tracking rate which started the pmt algorithm and not true pmt. There was also t wave oversensing observed in one pmt episode. Ts discussed this right ventricular (rv) lead sensitivity and measuring the deflection in clinic with a programmer and adjust accordingly after reviewing with the physician, as the rv sensitivity currently programmed is nominal at 0.6mv. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.